Event description:
It was reported that the patient presented to the emergency room complaining of lightheadedness. Computed tomography (CT) scan confirmed cardiac perforation. Device interrogation revealed the right ventricular lead (rv) exhibited failure to capture, the lead placement was left bundle area pacing. The patient is not pacemaker dependent. The lead was explanted, and a new lead was placed in the right ventricle on (B)(6) , 2023. The patient was in stable condition throughout the procedure.

Event description:
New information noted that the patient experienced syncope and that the lead was dislodged.

Manufacturer narrative:
The reported events were failure to capture, failure to sense, dislodgement, and helix mechanism issue. As received, a complete lead with a stylet was returned in one piece for analysis. The reported events of failure to capture and failure to sense were not confirmed while the reported event of helix mechanism issue was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be partially extended and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
New information noted that there was no sensing on the ventricular channel.